Event description:
Information was received from a healthcare provider regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. It was reported that the patient developed a seroma. There were no report of any environmental, external, and patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included an ultrasound was performed. The fluid was aspirated and then the physician did a pocket revision. The patient status at the time of the event was noted as alive, no injury. Additional information received from the healthcare provider reported that the patient first started to experience the seroma was (B)(6) 2016. Troubleshooting also included needle aspiration, revision of the pocket and open drainage of the seroma. Diagnostics included gram stain, culture and sensitivity. All negative for growth or microbe. Interventions were needle aspiration on (B)(6) 2016, open evacuation, revision of pocket (B)(6) 2016 and explantation of pump (B)(6) 2016. The cause of the seroma was possible reaction to the pump. The seroma has been resolved after explantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.